Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) of over 650 mg/dl; cause was reportedly due to anxiety and stress. As a result of the high bg, the customer reportedly fell down concrete steps and became bloodied. Additionally, the customer was in a diabetic coma, a correction bolus was delivered to address bg and the customer awoke from the diabetic coma. Recommendation was made for the customer to discuss the event with a healthcare provider.